Manufacturer narrative:
The customer reported that the device failed the opcheck defib test. Philips evaluated the device and confirmed the failure. The device was repaired by replacing both the therapy pca and the therapy port connector. Because two replacement parts were used, we are not able to determine the cause of the malfunction.

Event description:
The customer reported that the device failed the opcheck defib test.